Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitudes that were low, out-or-range at 0.9mv-2,4mv. Additionally, noise was observed on the rv lead that was oversensed in the electrogram for a right ventricular automatic threshold (rvat) test. The lead had been programmed to the unipolar configuration with a sensitivity at agc 0.8mv. An email was sent to the clinic notifying them of these observations and recommending further review of the patient and lead. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.